Event description:
International pt reports developing an infection following an unspecified orthopedic procedure on a leg. The pt reports having two surgical procedures to remove bone wax used in the initial procedure. Customer reports unspecified symptoms persist and has been prescribed antibiotics.

Manufacturer narrative:
Conclusion: the product insert adverse reactions states: like all foreign bodies, bone wax may enhance an existing infection. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.